Event description:
It was reported that: during wake up of a child with spontaneous breathing, the device was switched from automatic ventilation to external fresh-gas outlet. Although fresh-gas was set to 18l/min, there was no gas flow at the gas outlet. The ventilator displayed that volume is delivered, but the ventilation bag did not fill. The o2-saturation decreased to 60% in short time.

Manufacturer narrative:
The service technician identified switchover valve for the external fresh-gas outlet to have caused the event. The device log and the switchover valve for the external fresh-gas outlet were requested for investigation. The lot is available for the time of the event and the switching over to external fresh-gas outlet can be seen in the log. After switching over several "pressure negative" alarms are registered, which probably were caused by inhalation efforts of the pt and lack of fresh gas. The device monitors the switching position of the valve and acknowledges it to the gas mixer. The log shows no error entries concerning this matter, but it can be assumed that the position "external fresh-gas outlet" was reported to be active, although this position was not kept correctly. Unfortunately the requested valve was discarded after repair. Therefore, an investigation is not possible. The reported case is a single event.